Event description:
Distributor reported to beckman coulter that its customer had previously reported that the rotor broke into pieces and resulted in centrifugal contents escaping the veterinary unit.

Manufacturer narrative:
Distributor reported that the rotor was broken into pieces on their customer's statspin vt unit and that pieces came out of the centrifuge. According to the customer, the lid popped open and they smelled smoke but could not locate the source; and a small piece of rotor struck an operator in the arm but the operator was not hurt and did not seek medical intervention as a result of this event. According to the distributor, its customer elected not to return the unit for further evaluation.